Event description:
It was reported that twenty minutes following abdominalplasty, the pt was being moved to a bed from the operating room table and the sutures broke. Pt was re-intubated and re-sutured.